Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): device alarmed too many drops.

Manufacturer narrative:
(B)(4). Result of examination: the infusomat space (isp) was provided including drip sensor and infusion line, which was inserted into the pump at time of delivery. After opening the pump, it was apparent that the silicon element of the line was twisted by 360 degree , which is not in line with the instruction for use (IFU). The IFU specifically advises how to insert the line correctly. In case of an engaged twisted line, this lead to an increased flow rate. This was detected by the drip sensor, which alarmed "too many drops" and had thereby fulfilled its intended function. The "too many drops" alarm is an operational alarm that is part of the safety concept of the infusomat space. A dysfunction of the pump or the drip sensor could not be identified within this case. Reason for the complaint is the twisted line, which is classified as a user error.